Event description:
The user received intermittent high results for creatinine and phosphorus. Three patient results were provided. One result for phosphorus was considered discrepant. The initial result was 11.7 mg per dl, repeat result from a different p module was 3.0 mg per dl. None of the erroneous results were reported. The user states, they have not had any other tests affected.

Manufacturer narrative:
The field service rep determined the gear pump pressure was low and replaced the gear pump head. He also adjusted the pressure for the maximum and minimum, verified the rinse mechanism dispense and performed probe adjustments. Calibration, qc and a precision check were performed to verify the analyzer performance with results within specification.